Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 410 mg/dl. The customer had symptoms such as dry mouth, groggy, tired, dehydrated and treated high blood glucose with insulin pump. Customer's blood glucose value was 345 mg/dl at the time of the call. Customer's call was disconnected. Customer was called back but it went straight to voicemail where a message was left for customer. The product was not returned for analysis.